Event description:
Hosp reports that unit alarmed "fall to cycle" while on pt. Pt was immediately removed from the ventilator and manually ventilated until a replacement unit was obtained. No pt injury reported.